Manufacturer narrative:
A follow up inquiry was sent on (B)(6) 2017 to the reporter listed in medwatch letter mw5072133. The response received was from a different individual, believed to be the patient, from whom a prior complaint had been received. Subsequently reached out on (B)(6) 2017 to the prior treatment provider via the merz (B)(4) affiliate. The treatment provider did not indicate that additional treatments had been provided to the patient and they were not able to substantiate the serious injury claims.

Event description:
On (B)(6) 2017, merz product safety received a letter from FDA's medwatch program ( mw5072133) regarding a patient who is allegedly experiencing adverse events post ultherapy treatment. The patient reported the following: "on approx of above date, I had ultherapy preformed on entire face and neck which I did not know. It was used off label. Soon after treatment I noticed facial sagging etc, headaches. Loss of vision in my right eye, constant fatigue. Depression. Anxiety. Chronic sinusitis, dry eyes, drooping eyelids. Herniated lower lids, which has worsened over the course of two and half years, I now am subject to an ulcer due to taken advil for the constant headaches, earaches, etc as well as horrible bruising and fractures due to the lack of hypodermis why is this machine not being regulated. Its been marketed for off label use, and possible adverse effects are not known nor discussed with patients, women 20, 30,40 years old with facial wasting equal to an elderly person is unacceptable and horrifying, now my risks of developing autoimmune deficiency has risen as well as skin cancer. This dangerous machine needs to be pulled from market or possible adverse effects need to be explained to potential patients. You cleared this machine to be used on the public, without any regulations nor adequate monitoring."

Manufacturer narrative:
The comprehensive product investigation is documented under complaint (B)(4). The investigation reviewed the previous service activity, complaint history, and device history records for the control unit ((B)(4)), handpiece ((B)(4)), and transducers ((B)(4)) that were used during the treatment. The patient's treatment occurred on (B)(6) 2015 and the control unit was serviced in 2016 and no problems were found, therefore the unit was not requested for return. Transducer (B)(4) was used to depletion as identified in the ulthera support log and as such would not be available for assessment. The support log also indicated that in (B)(6) of 2015, transducers (B)(4) (107/2400 lines remaining) and (B)(4) (292/2400 lines remaining) showed line counts that were low enough to support that they were fully used and are not available for assessment. The merz canada affiliate was not able to confirm whether the hand piece is available for return, but indicated that the practice had obtained a different handpiece. Dhrs for all devices were reviewed and confirmed performance to specification. Review of the exam record from the date in question showed that the default energy levels were used with each of the transducers. It is unconfirmed whether a merz/ulthera device caused or contributed to the event. The treating provider did not indicate that the patient has sustained any permanent or on-going physical impairment or medical conditions. The treating provider has stated that they do not see any changes in the patient's eyes. They also stated that the patient did not have any problems at all with the treatment or complications afterwards. The treating practice explained to the patient that ulthera or erbium yag could not have caused loss of volume in the cheeks. No additional investigation or corrective actions are warranted for this complaint. Furthermore, this complaint is not subject to any current field corrective action (fca).